Event description:
The customer contacted physio-control to report that their device defibrillation electrode pads had a bad connection which resulted in the device unable to shock. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
After being unable to duplicate or verify the reported issue, stryker observed proper device operation through functional and performance testing. T device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device defibrillation electrode pads had a bad connection which resulted in the device unable to shock. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported.